Event description:
It was reported the patient's spectra penile prosthesis revision occurred. The reason for the revision was not provided. Additional information was requested and not obtained. No patient complications were reported in relation to this event.

Manufacturer narrative:
Two explanted spectra malleable cylinders were returned. Both performed within specifications, therefore the reported event could not be confirmed.